Event description:
The customer contact reported an unrequested bolus dose. The bolus cord was connected to a gemstar pump and was being used for epidural delivery of unspecified medication. No specific programming parameters were provided. At 0200, it was reported that the patient received a bolus dose without pressing the bolus button on the bolus cord. The customer contact reported that the devices were removed from clinical use. During visual examination at the user facility, a cut in the bolus cord was noted 102.5cm distal to the bolus button. Though requested, no additional information was provided including if there was any reported adverse patient effects, if any medical interventions were required, and if the devices were replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.